Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping') in a female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia, peripheral edema, back pain, hyperthyroidism, bleeding genital, ventral hernia, depression, suicide attempt, respiratory disorder, bicornuate uterus, gallstones and phlebitis. Previously administered products included for an unreported indication: depoprovera from 2006 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches"), back pain ("back pain") and pain in extremity ("feet pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), fungal infection ("chronic yeast infections"), amnesia ("memory loss"), alopecia ("hair loss"), hypersensitivity ("heightened allergies"), migraine ("migraine"), arthralgia ("joint pain") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, amnesia, alopecia, fatigue, hypersensitivity, migraine, urinary tract infection, back pain and pain in extremity outcome was unknown and the dyspareunia, headache and arthralgia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for nickel allergy, uti, hair loss, migraine, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Case becomes an incident. New events added: back pain, feet pain. Outcome of the previously added events headaches, joint pain, dyspareunia were updated to recovering/resolving. Historical drugs and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping') in a female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia, peripheral edema, back pain, hyperthyroidism, bleeding genital, ventral hernia, depression, suicide attempt, respiratory disorder, bicornuate uterus, gallstones and phlebitis. Previously administered products included for an unreported indication: depoprovera from 2006 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), allergy to metals ("nickel allergy"), fatigue ("fatigue/ I feel so drained all the time."), headache ("headaches"), back pain ("back pain") and pain in extremity ("feet pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), fungal infection ("chronic yeast infections"), amnesia ("memory loss"), alopecia ("hair loss"), hypersensitivity ("heightened allergies"), migraine ("migraine"), arthralgia ("joint pain"), urinary tract infection ("uti"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, amnesia, alopecia, fatigue, hypersensitivity, migraine, urinary tract infection, back pain, pain in extremity, dizziness and nausea outcome was unknown and the dyspareunia, headache and arthralgia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for nickel allergy, uti, hair loss, migraine, fatigue diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media report event nausea and dizziness was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('excessive cramping') in an adult female patient who had essure (batch no. 898934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia, peripheral edema, back pain, hyperthyroidism, bleeding genital, ventral hernia, depression, suicide attempt, respiratory disorder, bicornuate uterus, gallstones and phlebitis. Previously administered products included for an unreported indication: depoprovera from 2006 to (B)(6) 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle / dysmenorrhea"), allergy to metals ("nickel allergy"), fatigue ("fatigue/ I feel so drained all the time."), headache ("headaches"), back pain ("back pain") and pain in extremity ("feet pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), fungal infection ("chronic yeast infections"), amnesia ("memory loss"), alopecia ("hair loss"), hypersensitivity ("heightened allergies"), migraine ("migraine"), arthralgia ("joint pain"), urinary tract infection ("uti"), dizziness ("dizziness"), nausea ("nausea"), tooth fracture ("teeth have been breaking off") and dental caries ("teeth rotting") and underwent tooth extraction ("teeth pulled out"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, fungal infection, amnesia, alopecia, fatigue, hypersensitivity, migraine, urinary tract infection, back pain, pain in extremity, dizziness, nausea, tooth extraction, tooth fracture and dental caries outcome was unknown and the dyspareunia, headache and arthralgia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, dental caries, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, tooth extraction, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for nickel allergy, uti, hair loss, migraine, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: content from social media was received. Reporter information was added. New events "teeth pulled out", "teeth have been breaking off" and "teeth rotting" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.